Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during basic occlusion test and was unable to prime during the prime test due to protruded/loose drive support disk. Unable to perform basic occlusion or occlusion tests due to the error alarm. The device had cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was sticking out. The blood glucose reading was 192mg/dl. Advised the caller that the insulin would be replaced and revert to back up plan. The next day, the customer called back to report that he did not receive the replacement, and his blood glucose was 55mg/dl before the call. The customer treated with glucose tablets. He stated that if his glucose level spikes than he would consider emergency services if needed since he does not have any extra supplies. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.